Event description:
The customer reported the system intermittently locks up and requires a reboot. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.